Event description:
It was reported that the user experienced hypoglycemia with a blood glucose nadir of 44 mg/dl, treated with oral glucose and food, followed by a transient rebound to 86 mg/dl and a subsequent decrease to 68 mg/dl before recovery; the user had paused insulin deliveries and the ilet suspended insulin overnight and later resumed when glucose was elevated. Symptoms included hypoglycemia without loss of consciousness, injury, or need for third-party assistance. Outcomes included self-treatment with oral glucose and recovery without medical intervention or hospitalization. Investigation included review of device data and system logs and provision of user education with a training referral. Investigation of this case revealed that the device suspended insulin appropriately in response to glucose trends and that no device malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.